Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, a contributing factor to the repeated error where the tibia knee center is proximal to the femur knee center while collecting neutral position could be that the tibia knee center was collected too close to the femur knee center. Refer to the real intellignece cori for knee arthroplasty user manual when incurring warning messages. When this error occurs for a tka case, press the 'ok' button, and re-collect the points. The knee center is the geometric center of the tibia, located in the middle of the footprint of the acl bundle. Place the point probe on the knee center point of the tibia. Press the right foot pedal to collect the point. Place the point probe at the center of the femoral articulating surface for the femur knee center point. Press the right foot pedal to collect the point. No containment or corrective actions are recommended at this time. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation. D9: device reurned d4: update serial number d10: add concomitnatns g1: update contact name and address.

Event description:
It was reported that during a cori tka procedure, an error came up where it said that the tibia knee center is proximal to femur knee center while collecting neutral position. They had to recollect three times before it was accepted. The foot pedal wasn¿t working and had to be unplugged and re-plugged in. They held down buttons to collect points and it worked again. No other complications were reported.